Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed volumetric accuracy test. No adverse effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
A smiths medical pump was returned for analysis in good physical condition. There were no issues found in the device's event log. Accuracy testing was performed and it was found that the average delivery error was within the published specifications of +/-6%. The pump's expulsor was trimmed as a preventative measure but no faults were found with the system as it was found to deliver within specifications in all testing.